Event description:
The device is used for endoscopic mucosal resection and saline assisted polypectomy. The company received a complaint that during a colonoscopy procedure the snare device was inserted into the endoscope and used to grasp a polyp. The doctor then tried to cut the polyp using cauterization but was not able to achieve cautery.

Manufacturer narrative:
The device involved was returned for inspection and testing. The engineering department tested the returned device by attaching an erbe generator and active cord to the device. Using a steak as a sample the device was able to successfully cut/cauterized 5 separate portions of the steak, indicating that it was functioning properly.